Manufacturer narrative:
Correction: date rec'd by MFR for previous report was 2018-02-09. The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. Log file analysis revealed a controller power up on (B)(6) 2017 at 11:21:21, followed by a loss of power at 11:23:02 and an additional controller power up at 11:23:32. Additionally, a vad disconnect alarm was recorded at 11:23:38 followed by a second loss of power and a controller power up. These additional observations are likely due to the site attempting to troubleshoot. Based on testing, the reported event could not be confirmed, the controller was adequately programmed and parameters were displayed as expected. There is no evidence to suggest a device malfunction caused or contributed to the reported event. The monitor has a feature that allow the programming of a controller when it is not connected to a pump (or a motor fixture). The disable ¿vad stop¿ alarm feature enables the user to send a command to the controller to tell it not to alarm when a pump is not attached. However, if the disable "vad stop" was enabled when a driveline is connected, then the controller will power up without starting the pump and will display "0" for all parameters. The pump will start after manually pressing the "vad:off start" button on the monitor. As a result, a possible root cause of the reported event can be attributed to an enabled "disable ¿vad stop alarm". Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient went into the clinic for a controller upgrade.  When the new controller was connected, the controller screen showed zero speed, zero watts, and zero flow.  The controller was attached to the monitor which also read zero on all pump parameters.  The patient reported feeling "weird" with dizziness within seconds.  The controller was exchanged and the patient's symptoms resolved.  The controller remains in use.  No further patient complications have been reported as a result of this event.